Event description:
On (B)(6) 2025, the user reported receiving an "occlusion alert" after their blood glucose (bg) rose from 132 mg/dl to 200 mg/dl. The user planned to change all supplies to resolve the issue. The agent scheduled a follow-up to confirm that the occlusion alert did not return. The highest blood glucose (bg) recorded was 200 mg/dl. Bg was corrected after the supply change. The user reported feeling fine, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.